Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation and the patient experienced heart block that required temporary pacemaker. It was reported patient developed av (atrioventricular) block during ablation. Patient status is unknown. Av block was permanent. Intervention included temporary pacemaker. The patient required extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure.

Manufacturer narrative:
On 2-apr-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-feb-2025, bwi received additional information indicating that while they don't have the product code for the complaint device, the smart touch in question is a uni-directional device. As a result, section d4 of this report has been updated to "unk_smart touch unidirectional sf". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Per internal review on 28-apr-2025, it was identified that there was additional information received that was mistakenly omitted from the prior supplemental report. Bwi received additional information indicating that there was nothing out of the ordinary for the procedure. The catheter simply slipped away from the intended position in the rv (right ventricle) for a few seconds and suddenly the av (atrioventricular) block was present. This is a very likely complication when performing treatment in this specific area close the his- like in this procedure. According to the physician, the reason for the block was the unintended movement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).